Event description:
It was reported that the atrial lead had several polarity switches and the patient complained of ¿pounding in their chest¿. Interrogation of the device shows that an atrial lead polarity switch occurred on the same day as the previous follow up. Polarity had been programmed back to bipolar on that same day. All lead latest testing shows no abnormalities. Data shows over 109,000 high impedance events with a lifetime maximum greater than 9,999 ohms. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).